Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a reprocessed ep diagnostic catheter viking quadripolar josephson catheter and the tyvek cover was not sealed to the plastic tray on inner packaging when the device was removed from the outer box packaging. The device was returned for investigation. The packaging was examined on its return. While the tyvek pouch displayed steady transference from the tyvek material to the plastic seal as expected, the plastic tray contained within the outer tyvek pouch did not display any transference from the tyvek lid returned with the complaint device. Only a single point on the tray contained any transference from the lid, and that was not adequate enough to form a proper seal. No discrepancies were noted on the device history record during the manufacturing record evaluation. However, an internal action was created as a response to this complaint. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Date of event is unknown, however it did occur in 2019. The device has not yet been returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a reprocessed ep diagnostic catheter viking quadripolar josephson catheter and the tyvek cover was not sealed to the plastic tray on inner packaging when the device was removed from the outer box packaging. The device was exchanged, and the procedure was completed. The intent of the procedure was not altered as a result of this event. The device did not contact the patient. There was no patient consequence.